Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patients nurse a missing sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient's nurse was unable to locate the sensor wire. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).